Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece drill was overheating pre operatively, feels too hot according to surgeon. There was no patient involvement.

Manufacturer narrative:
Product analysis could not verify customer complaint of excessive heat. Performed pre-temperature test after a minute rear 78.3°f; middle 76.9°f and nose 78.5°f. After housing disassembled found bearings were corroded. The device was repaired, cleaned and tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was confirmed that overheating occurred suddenly in less than a minute during a test run.